Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture (loc) and the patient had loss of biventricular pacing due to lead dislodgment as confirmed through fluoroscopy. At this time, they have planned an epicardial lv lead placement. The lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information received indicated that this lead was explanted along with the whole system. A new system was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.